Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level since changing personal profile settings with the healthcare provider. Bg level was not provided. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information could be obtained.